Manufacturer narrative:
Spacelabs technical support walked the user through performing a hard reboot of the monitor. After the device was rebooted, the customer confirmed the issue was resolved. While restarting the system resolved the reported issue, the cause of the reported failure was not established.

Event description:
The customer reported that while in use, the xhibit central station stopped showing waveforms and became frozen. There was no patient or user harm associated with this event.